Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 25 days after the dental implant installed in intraoral region #14, it was verified its non osseointegration. 15 ncm of primary stability was achieved and immediate load was not performed.